Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the distal end connector was twisted in molded rubber.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the extension set screw (0-1-2-3) would not torque; as it was tightened, the section around the screw would twist. The surgeon didn't want to risk damage to the lead/extension. The doctor had loosened the screw and attempted to tighten again but had the same result. They tried a new torque wrench with the same result. They replaced the extension and the new extension worked as it should. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.